Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mm x 18mm aviator plus balloon-expandable stent could not be opened properly during treatment for renal artery stenosis. There was no reported patient injury. The procedure was completed by replacing the device with a new stent. The contrast to saline ratio used was 50:50, and the same indeflator was used successfully with other devices. No anomalies were observed during balloon inflation under positive pressure, and the device was able to be inflated. No leakage was noted from the balloon, shaft, hub, or any segment. The balloon did not rupture, the shaft did not rupture, and the balloon deflated normally. The user was trained to the device. Other procedural details were requested but were not provided. The device was not returned as expected.